Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had works after battery change but received motor error alarms occurred 2 times last 24 hours. Customer¿s blood glucose was 167 mg/dl. Customer stated that they failed battery test on several batteries and after cleaning the battery cap we were able to run the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.